Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: 58mm tritanium cluster shell; cat# unk ; lot# unk, delta v-40 ceramic head 28/-2,7; cat# 6570-0-328; lot# 56974402 size 6 127° accolade stem; cat# unk; lot# unk, 6.5x20mm screw; cat# unk ; lot# unk, 6.5 cancellous bone screw 30mm; cat# 2030-6530-1; lot# 7w23hr, modular dual mobility insert; cat# 626-00-46f; lot# 57332903. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
It was reported that a stage 1 revision was performed on the patient's left hip due to suspected infection.